Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads was broken and they were wearing a lifevest while waiting for an appointment with their physician to determine the next action. Information received later indicated the patient's right ventricular (rv) lead was capped and replaced about two weeks after the patient's report, due to a fracture as evidenced by high pacing impedance and noise showing as short v-v intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.